Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Doctor used suture during the surgical suturing process on patient. The sutures broke and the problem of pulling off suture needle happened, and the use was immediately stopped and replaced with similar suture. Re suturing showed no abnormalities. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there patient consequences? If yes, please specify. - how many devices demonstrated the alleged deficiency (needle pull off)? - how many devices demonstrated the alleged deficiency (breakage suture)? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.